Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4-2 pocket b4 failed on the main. A field service engineer had remoted in and confirmed that there was no ¿failed storage space¿ icon visible on the main screen. Fse navigated to the storage space configuration and verified each drawer¿no failed drawers or pockets were found. Fse then contacted the customer, who confirmed that the storage spaces had been successfully recovered. Based on this confirmation, it was deemed appropriate to close the call. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4-2 pocket b4 was failed on the main. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.